Event description:
During a procedure for treatment of a gastric ulcer, the tip of the injection gold probe partially detached. After removing the device from the scope, it was reported that the ceramic tip was hanging by a thread. Another injection gold probe was used to complete the procedure and there were no pt complications. The device was received and evaluated by this MFR. The engineering eval indicated the needle guide tube assembly was partially detached, but still connected by one copper wire. The inner lumen and outside diameter of the catheter met specs. A lot history review showed no other complaints for this lot number. Co is unable to determine a failure mode for the device since no anomalies, other than the partial tip detach, were found with the device. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and this event.